Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00243 . Follow-up information indicated the patient reported the issue continues to improve.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00243. It was reported the patient underwent a procedure where 2 drg trial leads were placed. Following the procedure the patient experienced left foot numbness. The leads were removed on (B)(6) 2017 and the patient indicated an improvement in the numbness.